Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the ventilator was unable to maintain peep (positive end expiratory pressure) and displayed a patient circuit disconnect alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of the ventilator being unable to maintain peep (positive end expiratory pressure) and displaying a patient circuit disconnect alarm was confirmed. Ventec replaced the internal flow transducer (ift) and external flow module (efm) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift and efm.